Manufacturer narrative:
Additional information is available for this event. The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, worn out video connector pins were found to be causing poor connection to pigtails. Video connector needs to be replaced.

Event description:
Additional information: when the connector is plugged in and jiggled, the screen flickers.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review confirmed that device has no abnormality in manufacturing, concession, or variation. The device was repaired on (B)(6), 2018. The delivery date of the device to the customer (B)(6), 2010. It has been about 11 years since the subject device was delivered. It is likely that aging deterioration occurred in the video connector pins due to long-term and repeated usage.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, when the socket was moved where the scope plugs in to the device, there was an image problem. The socket appeared to be loose. There is no reported harm to any patient.